Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When the 12 french sheath was inserted into the patient, they complained of pain. The cardiomems sensor delivery catheter was not inserted at the time the pain occurred. The pain resolved without medication. Later, the patient had a run of supraventricular tachycardia during the procedure, but was hemodynamically stable during the tachycardia episode and converted to normal sinus rhythm spontaneously.

Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device remains implanted.